Event description:
It was reported that the PICC was inserted (B)(6) 2012 and on (B)(6) 2012 a small hole between the 16 and 17 cm mark was noted. The external length of the PICC was 16cm. The rn had aspirated blood, flushed the PICC with 10 cc ns, administered an IV antibiotic via IV push without difficulty or resistance. When PICC was flushed after the antibiotic had been administered fluid began to leak around the site.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewh0438 showed no other similar product complaint(s) from this lot number.